Event description:
It was reported that (2) ems20 were used during an laparoscopic hernia procedure. It was reported by the rep that attached note says "defective staple and will not fire." A second ems was opened to finish the case. There was no consequence.